Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during trouble-shooting, the right ventricular lead had no capture, and was oversensing noise and sensing integrity counter (sic) counts were noted. The noise was classified as ventricular fibrillation (vf). The r wave sensing in both the bipolar and unipolar pacing configurations was low. The device had previously been programmed to an atrial-only pacing mode with a unipolar pacing configuration for the lead, so the physician elected to leave those settings and monitor the lead - since it was not being used for right ventricular pacing anyway. The lead remains implanted. No patient complications have been reported as a result of this event.